Event description:
It was reported that the post-paced t-wave oversensing (pptwos) reoccurred on the implantable cardioverter defibrillator (ICD). There were no patient consequences.

Event description:
It was reported that post paced t-wave oversensing recurred on the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed post paced t-wave oversensing on the implantable cardioverter defibrillator. The patient did not receive therapy during the oversensing. Programming changes were performed to resolve the issue. There were no patient consequences.